Manufacturer narrative:
One device was reiceived for evaluation. Visual inspection found contamination on the downstream occlusion (dso) and upstream occlusion (uso) sensors. A review of the event history log revealed a 'no disposable' alarm. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to fluid ingression to the dso sensor. The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had failed the occlusion test high at 44.4 psi. There was no patient involvement. The event occurred during testing.